Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event, as the event happened during handling activities, external to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a thr surgery, the internal mechanism of an r3 offset impactor fractured during handling activities (while attaching the cup). No pieces fell inside the patient. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue and no pieces felt into patient.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery, the internal mechanism of an r3 offset impactor fractured while attaching the cup. No pieces fell inside the patient. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue and no pieces felt into patient.